Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right ankle arthroplasty. Approximately five (5) months after initial surgery the patient underwent a revision surgery due to a non-healing wound and the product was removed. It was reported a short time there after that it was found that the implant was fractured. The patient continues to have pain and lack of range of motion causing limited mobility.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors of event - history of healing complications, diabetes, vascular disease, recurrent lymphedema and cellulitis, recent tka infection of the same side. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d10: medical products: item#: 14-405028, ti-dble lead cort 5.0x28mm scr; lot#: 324950; item#: 14-405028, ti-dble lead cort 5.0x28mm scr; lot#: 324950; item#: 14-405075, ti-dble lead cort 5.0x75mm scr; lot#: 304810; item#: 14-405034, ti-dble lead cort 5.0x34mm scr; lot#: 571220. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.